Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0322212v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0316168v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the right side was explanted at an earlier date due to infection. Furthermore, the left side lead was also removed because the patient felt it was not placed well for symptom control. It is unknown if there was any related emi or environmental factors, and unknown if the issue was resolved at the time of the report. The right and left extensions will be replaced along with a new implantable pulse generator (ipg) in a couple of weeks. No further complications are anticipated. The patient's indication for implant is unknown.